Event description:
So hot/ blisters all on her lower back/ blisters opening and releasing the water/ feeling burning pain [burns second degree] , has scars on her lower back [scar] , heat wrap applied to skin/ feeling burning pain while using the heat wrap but she didn't know what it was [device use error] , doesn't feel it was effective [device ineffective] , it was very uncomfortable [discomfort] , velcro closed it but the elastic in the front rolled up and was uncomfortable [device physical property issue] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to receive thermacare heatwrap (thermacare lower back and hip, device lot number t48909, expiration date sep2020), via an unspecified route of administration from (B)(6) 2018 for lower back pain. The patient medical history was not reported. Concomitant medication included ibuprofen (advil) and omeprazole (omeprazole). The patient stated she used the 16 hour pain relief heatwrap applied to her skin on (B)(6) 2018 and removed the wrap on (B)(6) 2018. She was feeling burning pain while using the heat wrap but she didn't know what it was, it was killing her. She ended up with blisters, it was so hot she had these blisters all on her lower back. This never happened before when using the thermacare heat wraps. Consumer reports that the heat wraps are supposed to provide 8 hours of heat and 8 hours of pain relief. She doesn't feel it was effective because the heat wrap goes around your waist with a waist band. The velcro closed it but the elastic in the front rolled up and was uncomfortable. The patient states she has scars on her lower back now from the blisters opening and releasing the water, it took about 1 week for that to occur. Now she has a scab mark there. Over the course of time the blisters are healing, it will take 7 days on the inside to heal and 7 days on the outside to heal. The patient confirmed she was not treated for the blisters, and has not spoken with her physician regarding the blisters. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. The outcome of blisters is recovering, and the other events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of burns second degree, scar, and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events "elastic in the front rolled up and was uncomfortable"; and device ineffective are medically assessed as non-serious. The event are medically assessed as associated with the use of the device., comment: based on the information provided, the event of burns second degree, scar, and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events "elastic in the front rolled up and was uncomfortable"; and device ineffective are medically assessed as non-serious. The event are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] so hot/ blisters all on her lower back/ blisters opening and releasing the water/ feeling burning pain/felt like I was on fire/felt burning sensation [burns second degree] , has scars on her lower back [scar] , applied to skin/feeling burning pain while using wrap but didn't know what it was/did not check skin under product while wearing thermacare/read the usage instructions on thermacare before she used [intentional device misuse] , it was so hot/ consumer reports wrap "too hot" [device issue] , doesn't feel it was effective [device ineffective] , it was very uncomfortable [discomfort] , velcro closed it but the elastic in the front rolled up and was uncomfortable [device physical property issue] , . Case narrative:this is a spontaneous report from a contactable consumer. A 64-year-old female patient (no pregnant) started to receive thermacare heatwrap (thermacare lower back & hip, device lot number t48909, expiration date sep2020), from (B)(6) 2018 to (B)(6) 2018 for lower back pain/back pain. Medical history included ongoing stomach disorder. Concomitant medication included ibuprofen (advil) tablet (strength: 200 mg) from 23may2018 and ongoing oral at 400 mg (2 tablets), once daily for back pain and ongoing omeprazole tablet (strength: 40 mg) started over 10 years ago oral at 40 mg once daily for stomach. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date in 2014 (for 2 days) for an unknown indication with no adverse effect. She did not experience any problem/symptom. The patient stated she used the 16 hour pain relief heatwrap applied to her skin on (B)(6) 2018 and removed the wrap on (B)(6) 2018. She was feeling burning pain while using the heat wrap but she didn't know what it was, it was killing her. She ended up with blisters, it was so hot she had these blisters all on her lower back on (B)(6) 2018. The patient also stated that she attached the adhesive to body and wore it for 2 days. She experienced burning felt like she was on fire!! The 2nd day on (B)(6) 2018 she felt burning sensation in afternoon was burning. She used thermacare that day for 8 hours. This never happened before when using the thermacare heat wraps. The patient reported that the heat wraps were supposed to provide 8 hours of heat and 8 hours of pain relief. She didn't feel it was effective in 2018 because the heat wrap went around your waist with a waist band. The velcro closed it but the elastic in the front rolled up and was uncomfortable on (B)(6) 2018. The patient stated she had scars on her lower back now in 2018 from the blisters opening and releasing the water, it took about 1 week for that to occur. Now she had a scab mark there. Over the course of time the blisters were healing, it would take 7 days on the inside to heal and 7 days on the outside to heal. The patient confirmed she was not treated for the blisters, and had not spoken with her physician regarding the blisters. The patient further stated that the blisters lasted for 2 weeks. She did not check her skin under the product while wearing thermacare on (B)(6) 2018. She read the usage instructions on thermacare before she used the product. She did not engage in exercise while using the product. She previously did not use other heat products for pain relief. She was not currently under the care of a physician for any medical condition. She classified skin tone as medium (neither light nor dark). She did not have any abnormal skin conditions. She purchased red box. Device was not available for evaluation. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. The outcome of the events blisters, scars on her lower back, uncomfortable and velcro closed it but the elastic in the front rolled up and was uncomfortable was resolved in 2018, and the outcome of the other events was unknown. As of (B)(6) 2018, the product quality complaint (pqc) group investigation results stated that the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria per spec-29710, effective (B)(6) 2017. Consumer reports wrap "too hot". The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. States that she threw away the heat wrap, but she still has the outside foil wrapper. As of 21jun2018, the product quality complaint (pqc) group investigation results stated that the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "that she used the thermacare heat wrap. She ended up with blisters." The cause of the blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Follow-up (06jun2018): new information reported from the pqc group includes: product investigation summary results. Follow-up (21jun2018): new information reported from the pqc group includes: product investigation summary results. Follow-up (16aug2018): new information received from a contactable consumer includes patient information, medical history, past device data, concomitant drug data, suspect device data (indication) and details, additional events (did not check skin under product while wearing thermacare/read the usage instructions on thermacare before she used), onset date of events, stop date of events, outcome of events and event details. Follow-up (14feb2019): new information received from a contactable other health professional includes: added new reporter. The other health professional denied the knowledge of the occurrence of events. In addition, added new event "it was so hot/ consumer reports wrap too hot". Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the event of burns second degree, scar, device issue and intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events "elastic in the front rolled up and was uncomfortable"; and device ineffective are medically assessed as non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of burns second degree, scar, device issue and intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events "elastic in the front rolled up and was uncomfortable"; and device ineffective are medically assessed as non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria per spec-29710, effective (B)(6) 2017. Consumer reports wrap "too hot". The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. States that she threw away the heat wrap, but she still has the outside foil wrapper. As of 21jun2018, the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "that she used the thermacare heat wrap. She ended up with blisters." The cause of the blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria per spec-29710, effective 08jun2017. Consumer reports wrap "too hot". The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. States that she threw away the heat wrap, but she still has the outside foil wrapper. As of 21jun2018, the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "that she used the thermacare heat wrap. She ended up with blisters." The cause of the blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] so hot/ blisters all on her lower back/ blisters opening and releasing the water/ feeling burning pain/felt like I was on fire/felt burning sensation [burns second degree] , has scars on her lower back [scar] , applied to skin/feeling burning pain while using wrap but didn't know what it was/did not check skin under product while wearing thermacare/read the usage instructions on thermacare before she used [intentional device misuse] , doesn't feel it was effective [device ineffective] , it was very uncomfortable [discomfort] , velcro closed it but the elastic in the front rolled up and was uncomfortable [device physical property issue] , . Case narrative:this is a spontaneous report from a contactable consumer. A 64-year-old female patient (no pregnant) started to receive thermacare heatwrap (thermacare lower back & hip, device lot number t48909, expiration date sep2020), from 23may2018 to 24may2018 for lower back pain/back pain. Medical history included ongoing stomach disorder. Concomitant medication included ibuprofen (advil) tablet (strength: 200 mg) from 23may2018 and ongoing oral at 400 mg (2 tablets), once daily for back pain and ongoing omeprazole tablet (strength: 40 mg) started over 10 years ago oral at 40 mg once daily for stomach. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date in 2014 (for 2 days) for an unknown indication with no adverse effect. She did not experience any problem/symptom. The patient stated she used the 16 hour pain relief heatwrap applied to her skin on (B)(6) 2018and removed the wrap on (B)(6) 2018 she was feeling burning pain while using the heat wrap but she didn't know what it was, it was killing her. She ended up with blisters, it was so hot she had these blisters all on her lower back on (B)(6) 2018. The patient also stated that she attached the adhesive to body and wore it for 2 days. She experienced burning felt like she was on fire!! The 2nd day on (B)(6) 2018 she felt burning sensation in afternoon was burning. She used thermacare that day for 8 hours. This never happened before when using the thermacare heat wraps. The patient reported that the heat wraps were supposed to provide 8 hours of heat and 8 hours of pain relief. She didn't feel it was effective in 2018 because the heat wrap went around your waist with a waist band. The velcro closed it but the elastic in the front rolled up and was uncomfortable on (B)(6) 2018. The patient stated she had scars on her lower back now in 2018 from the blisters opening and releasing the water, it took about 1 week for that to occur. Now she had a scab mark there. Over the course of time the blisters were healing, it would take 7 days on the inside to heal and 7 days on the outside to heal. The patient confirmed she was not treated for the blisters, and had not spoken with her physician regarding the blisters. The patient further stated that the blisters lasted for 2 weeks. She did not check her skin under the product while wearing thermacare on (B)(6) 2018. She read the usage instructions on thermacare before she used the product. She did not engage in exercise while using the product. She previously did not use other heat products for pain relief. She was not currently under the care of a physician for any medical condition. She classified skin tone as medium (neither light nor dark). She did not have any abnormal skin conditions. She purchased red box. Device was not available for evaluation. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. The outcome of the events blisters, scars on her lower back, uncomfortable and velcro closed it but the elastic in the front rolled up and was uncomfortable was resolved in 2018, and the outcome of the other events was unknown. As of 06jun2018, the product quality complaint (pqc) group investigation results stated that the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria per spec-29710, effective (B)(6) 2017 consumer reports wrap "too hot". The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. States that she threw away the heat wrap, but she still has the outside foil wrapper. As of 21jun2018, the product quality complaint (pqc) group investigation results stated that the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "that she used the thermacare heat wrap. She ended up with blisters." The cause of the blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (06jun2018): new information reported from the pqc group includes: product investigation summary results. Follow-up (21jun2018): new information reported from the pqc group includes: product investigation summary results. Follow-up (B)(6) 2018new information received from a contactable consumer includes patient information, medical history, past device data, concomitant drug data, suspect device data (indication) and details, additional events (did not check skin under product while wearing thermacare/read the usage instructions on thermacare before she used), onset date of events, stop date of events, outcome of events and event details. Company clinical evaluation comment: based on the information provided, the event of burns second degree, scar, and intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events "elastic in the front rolled up and was uncomfortable"; and device ineffective are medically assessed as non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of burns second degree, scar, and intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events "elastic in the front rolled up and was uncomfortable"; and device ineffective are medically assessed as non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "that she used the thermacare heat wrap. She ended up with blisters." The cause of the blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] so hot/ blisters all on her lower back/ blisters opening and releasing the water/ feeling burning pain [burns second degree] , has scars on her lower back [scar] , heat wrap applied to skin/ feeling burning pain while using the heat wrap but she didn't know what it was [device use error] , doesn't feel it was effective [device ineffective] , it was very uncomfortable [discomfort] , velcro closed it but the elastic in the front rolled up and was uncomfortable [device physical property issue] , . Case narrative:this is a spontaneous report from a contactable consumer. A 64-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip, device lot number t48909, expiration date sep2020), via an unspecified route of administration from (B)(6)2018 for lower back pain. The patient medical history was not reported. Concomitant medication included ibuprofen (advil) and omeprazole (omeprazole). The patient stated she used the 16 hour pain relief heatwrap applied to her skin on (B)(6)2018 and removed the wrap on (B)(6) 2018. She was feeling burning pain while using the heat wrap but she didn't know what it was, it was killing her. She ended up with blisters, it was so hot she had these blisters all on her lower back. This never happened before when using the thermacare heat wraps. Consumer reports that the heat wraps are supposed to provide 8 hours of heat and 8 hours of pain relief. She doesn't feel it was effective because the heat wrap goes around your waist with a waist band. The velcro closed it but the elastic in the front rolled up and was uncomfortable. The patient states she has scars on her lower back now from the blisters opening and releasing the water, it took about 1 week for that to occur. Now she has a scab mark there. Over the course of time the blisters are healing, it will take 7 days on the inside to heal and 7 days on the outside to heal. The patient confirmed she was not treated for the blisters, and has not spoken with her physician regarding the blisters. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. The outcome of blisters is recovering, and the other events was unknown. As of (B)(6) 2018, the product quality complaint (pqc) group investigation results stated that the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria per spec-29710, effective (B)(6) 2017. Consumer reports wrap "too hot". The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. States that she threw away the heat wrap, but she still has the outside foil wrapper. As of (B)(6) 2018, the product quality complaint (pqc) group investigation results stated that the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "that she used the thermacare heat wrap. She ended up with blisters." The cause of the blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (06jun2018): new information reported from the pqc group includes: product investigation summary results. Follow-up (21jun2018): new information reported from the pqc group includes: product investigation summary results. Company clinical evaluation comment: based on the information provided, the event of burns second degree, scar, and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events "elastic in the front rolled up and was uncomfortable"; and device ineffective are medically assessed as non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of burns second degree, scar, and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events "elastic in the front rolled up and was uncomfortable"; and device ineffective are medically assessed as non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria per spec-29710, effective 08jun2017. Consumer reports wrap "too hot". The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. States that she threw away the heat wrap, but she still has the outside foil wrapper.

Event description:
[Preferred term] so hot/ blisters all on her lower back/ blisters opening and releasing the water/ feeling burning pain [burns second degree] , has scars on her lower back [scar] , heat wrap applied to skin/ feeling burning pain while using the heat wrap but she didn't know what it was [device use error] , doesn't feel it was effective [device ineffective] , it was very uncomfortable [discomfort] , velcro closed it but the elastic in the front rolled up and was uncomfortable [device physical property issue]. Case narrative: this is a spontaneous report from a contactable consumer. A 64-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip, device lot number: t48909, expiration date sep2020), via an unspecified route of administration from on (B)(6) 2018 for lower back pain. The patient medical history was not reported. Concomitant medication included ibuprofen (advil) and omeprazole (omeprazole). The patient stated she used the 16 hour pain relief heatwrap applied to her skin on (B)(6) 2018 and removed the wrap on (B)(6) 2018. She was feeling burning pain while using the heat wrap but she didn't know what it was, it was killing her. She ended up with blisters, it was so hot she had these blisters all on her lower back. This never happened before when using the thermacare heat wraps. Consumer reports that the heat wraps are supposed to provide 8 hours of heat and 8 hours of pain relief. She doesn't feel it was effective because the heat wrap goes around your waist with a waist band. The velcro closed it but the elastic in the front rolled up and was uncomfortable. The patient states she has scars on her lower back now from the blisters opening and releasing the water, it took about 1 week for that to occur. Now she has a scab mark there. Over the course of time the blisters are healing, it will take 7 days on the inside to heal and 7 days on the outside to heal. The patient confirmed she was not treated for the blisters, and has not spoken with her physician regarding the blisters. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. The outcome of blisters is recovering, and the other events was unknown. As of 06jun2018, the product quality complaint (pqc) group investigation results stated that the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria per spec-29710, effective 08jun2017. Consumer reports wrap "too hot". The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. States that she threw away the heat wrap, but she still has the outside foil wrapper. Additional information has been requested and will be provided as it becomes available. Follow-up (06jun2018): new information reported from the pqc group includes: product investigation summary results. Company clinical evaluation comment: based on the information provided, the event of burns second degree, scar, and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events "elastic in the front rolled up and was uncomfortable"; and device ineffective are medically assessed as non-serious. The event are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of burns second degree, scar, and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events "elastic in the front rolled up and was uncomfortable"; and device ineffective are medically assessed as non-serious. The event are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.